Event description:
It was reported that during a procedure, the versacross rf wire used during transseptal sheared off. There is no patient injury reported.

Manufacturer narrative:
The incident was found on the FDA maude database by baylis medical company inc. The incident was initally reported to FDA by a user facility; however, the user facility is unknown and there was no further information provided to baylis medical company inc. A DHR review was completed for all the devices in the lot and all devices met relevant specifications prior to release.